Event description:
On (B)(6) 2010, patient reported ongoing hyperglycemia over the past two weeks. On the morning of (B)(6) 2010, patient began to feel ill and vomit. He was thirsty and dehydrated. Blood glucose was "hi" on glucometer and blood glucose was "in the 400's mg/dl" the previous days. Target blood glucose is 100-150 mg/dl. Patient switched to backup infusion device and increased basal rate but this did not help decrease blood glucose. Patient was hospitalized and treated with an IV with insulin. White blood count was elevated. Patient was put on antibiotic and potassium. Patient reports insulin would "shoot out" of infusion set tubing when it was disconnected from headset, as if it was under pressure. There were air bubbles in the infusion tubing the day of hospitalization. Patient changes infusion tubing every couple of weeks and infusion headset every 2-3 days. Insulin cartridge is changed every 4-5 days. Adapter was changed approximately 5 months ago. Patient was advised to change the insulin cartridge, infusion set, and adapter per manufacturer recommendations. Patient occasionally receives occlusion (e4) alarms. Patient was on injection therapy when the call was placed. Patient inserted existing cartridge and new infusion tubing and received an occlusion (e4) error. Patient removed infusion tubing and successfully primed insulin through insulin cartridge and adapter. Patient attached new infusion tubing and successfully completed prime. Education was provided on infusion site management and patient was sent sample infusion sets and courtesy adapters. Product was released for evaluation.